Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 140 dialyzer occurring during treatment. It was reported that the dialyzer appeared clotted and a blood leak alarm subsequently sounded. Blood leak was confirmed with positive hemastix. Treatment was resumed on a new hemodialysis machine with new disposables and completed without further incident. Hcp reported no pt injury or medical intervention as a reuslt of this incident.